Manufacturer narrative:
The manufacturer received information in relation to a dreamstation autosv unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information alleging issues with a dreamstation autosv device that was returned to a third-party service center. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the device could not be powered on, and the unit's power connector was corroded with corrosion on metallic surfaces; dust and dirt was observed inside the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.